Manufacturer narrative:
Continuation of d10: product ID evolutfx-23 (serial: (B)(6); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012166192); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve, the decision was made to use a 23 mm valve due to severe calcification and concern for frame expansion issues. At 80% deployment of the valve, more than moderate paravalvular leak was observed. Additionally, an echocardiogram revealed that the valve was not attached in the "r-l" direction. The valve was recaptured and withdrawn from the patient. A new 26 mm valve was successfully implanted in the patient.

Manufacturer narrative:
Corrected data: d1. D4. H4. H6. Additional codes. Updated data: b5. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was deployed to 80% to determine whether the skirt of the valve was attached to the patient's annulus and whether the leaflets of the evolut are functional; however, in this case, it was determined that the skirt of the valve did not attach to the patient's annulus in the "r-l direction".

Manufacturer narrative:
Additional information: section b5 - second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve, the decision was made to use a 23 mm valve due to severe calcification and concern for frame expansion issues. At 80% deployment of the valve, more than moderate paravalvular leak was observed. Additionally, an echocardiogram revealed that the valve was not attached in the "r-l" direction. The valve was recaptured and withdrawn from the patient. A new 26 mm valve was successfully implanted in the patient. Additional information was received which clarified that the as reported description "the valve was not attached in the r-l direction" does not refer to a dislodgement.